Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a decrease in pain relief and change in parasthesia location. Reprogramming was performed and x-ray imaging was obtained to identify lead migration and one (1) disconnected electrode. A revision procedure was completed to replace the leads and anchors. During the revision procedure, the physician noted that the anchor sutures had broken. The patient was reporting sufficient pain relief and corrected parasthesia location following the revision procedure.

Manufacturer narrative:
The active anchors were discarded. Without the return of the anchors, the cause of the migration event is unable to be definitively determined. The patient event logs were reviewed and confirmed a disconnected electrode. The evoke scs system clinical manual states, ¿a disconnected electrode shows an impedance of 8 and cannot be used for stimulation.¿ the evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes.¿ the manufacturing records were reviewed. Product met all requirements for release.

Manufacturer narrative:
Lead information: product description - evoke cap12 percutaneous lead kit - 60cm (us). Part number - 102878. Catalog number - 3008. Lot number - 9017614485. Manufacture date - 27 june 2024. Expiration date - 27 june 2026. UDI/gtin - (B)(4).